Manufacturer narrative:
Updated fields:b4, d9, e1- event site email, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion, component code) and h11. A getinge field service engineer (fse) evaluated the unit and confirmed the failure identified by fault code 43. The fiber optic assembly was replaced. All functional and safety tests were completed and passed according to factory specifications. The unit was returned to the customer. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received part fiber optic assembly with a reported unit failure fiber optic failure fault code 43. The failure analysis and testing dept. Performed a visual inspection and observed a white residue on the fiber optic connector and on the board. The white residue is consistent with saline. Probable cause is the saline spill on the fiber optic assembly , generating fault code 43. Due to the saline on the fiber optic assembly, the fat dept. Cannot investigate this complaint any further. Retaining the fiber optic assembly in the fat dept per procedure.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer prior to use that the cs300 intra-aortic balloon pump (iabp) had a fiber optic failure. There was no patient involvement.